Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 372 mg/dl and 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged, there was vitreous fluid loss, and the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A vitrectomy was also performed. A second iol was implanted successfully and the pt's prognosis is excellent with 20/20 ucdva. (B)(4).

Manufacturer narrative:
The customer's product has been requested back for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.